Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The cis initial inspection findings of wire loop broke. Investigation result of wire loop detached. Investigation result: visual evaluation of the returned device found the wire loop together with the loop cannula detached from the wire. Also, kinks were noted to the wire and catheter. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, condition of the returned device was consistent with the complaint that the wire loop broke. Additionally, kinks in the wire and catheter were noted due to manipulation. The most probable cause for this event is a manufacturing problem and an investigation has been opened to address this failure.

Manufacturer narrative:
Visual evaluation of the returned device found the wire loop together with the loop cannula detached from the wire. Also, kinks were noted to the wire and catheter. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, condition of the returned device was consistent with the complaint that the wire loop broke. Additionally, kinks in the wire and catheter were noted due to manipulation. The most probable cause for this event is a manufacturing problem and an investigation has been opened to address this failure. Additional information received on (B)(4) 2014: it was initially reported that the ¿loop detached¿ event was due to manufacturing, however, further analysis on (B)(4) 2014 revealed that this could not be a manufacturing issue. It was observed that there were four crimp marks on the welding ball of the main snare wire and four crimp marks on the loop cannula indicating that the device was manufactured correctly. Further functional testing confirmed that the complaint is not related to a manufacturing issue, however, review and analysis of all available information could not determine a root cause for the reported event.

Event description:
On (B)(6) 2014 a captivator snare was returned to boston scientific corporation. According to the initial findings of the investigation, the loop wire was broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Event description:
On (B)(4) 2014, a captivator snare was returned to boston scientific corporation. According to the initial findings of the investigation, the loop wire was broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.